Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The previously reported information {the patient was seen on (B)(6) 2009 to discuss his sleep apnea and insomnia and it was noted he did feel better when he woke up in the morning with his CPAP on his oxygen on at night, but still had extremely fitful sleep. The patient had quite a bit of pain in his shoulder and neck. Motrin was suggested, which should still work despite the fact that his narcotic painkillers are completely ineffective. The patient started taking valium and felt better than he had in a long time. The patient would be continued to be monitored and had a follow-up appointment on (B)(6) 2009. At this time, the patient had difficulty falling asleep, but ¿sleeps ok¿ and had tremendous daytime drowsiness. The patient had been trying to use his CPAP machine, but had difficulty and his left knee was giving him more trouble. The left knee revealed crepitus and very loud popping with flexion and extension. The patient was to have his left knee replaced on (B)(6) 2010. On (B)(6) 2010, it was noted a recent sleep study showed the patient needed bipap as opposed to a CPAP and was still having trouble with his fibromyalgia, insomnia at night, and sleeps all day. On (B)(6) 2010, the patient presented with significant back pain and 10 weeks ago had undergone repair of a meniscus and debridement of arthritic changes to the underside of the patella. Since the surgery, the patient had increasing knee pain as well as his knees have given out on him on occasion. The patient had obvious swelling as compared to the right knee and had significant pain on palpitation of the lateral knee joint. The patient was seen again on (B)(6) 2010 because the patient was retaining water in his hands and arms. When he got up they were stiff and sore. Upon assessment, the hcp explained that the only problem with his left knee was that the surgery was done on someone that had been chronically addicted to opiates. It was explained the reduction in opiate receptors over time and the fact that he has no possibility of pain control as long as he stays on them. The hcp strongly recommended that he contact the pain center to get him off of narcotics permanently. On (B)(6) 2010, the patient¿s assessment showed chronic pain. The patient¿s narcotics were being tapered down with the help of pain management; the narcotic pump had been turned ¿way down¿ and the patient¿s pain was reportedly better. It was noted that they were ¿going to remove it.¿ at that time, the patient was only taking two pills of percocet a day. The patient would continue to be tapered with his pain pump and return in two weeks. A review of the musculoskeletal system, on (B)(6) 2010, showed that the patient was positive for myalgias and back pain. It was indicated that, as of (B)(6) 2011, the morphine pump was continuing to be turned down and the patient¿s back pain was still under ¿pretty good control.¿ it was stated that the patient was taking minimal medications and the plan was to continue with the present medications for the chronic back pain. On (B)(6) 2011, the patient was complaining of pain upon flexion and extension of the lumbar spine. On (B)(6) 2011, the patient was complaining of a strain in the middle of his back and his upper back. He thought that he had pulled a muscle while moving furniture over the weekend. He had back pain in the left quadrant of the upper back and it hurt to breathe in deep. It was noted that his back was mildly tender to palpation in, approximately, the middle of the back. The muscles were slightly tight and tender. It was noted that the patient was on dilaudid via pain pump. On (B)(6) 2011, the patient complained of sleeping 18 or more hours a day. The patient looked sedated and had mildly slurred speech, fatigue, and back pain. The physician admitted to the medicine being the most likely cause; however, no change in his pain medicine had been contemplated by the pain clinic. A comprehensive metabolic panel was performed along with a complete blood count (cbc) and differential. It was seen that all reported values fell within the given reference ranges. Per a health care provider (hcp) progress note from (B)(6) 2012, the patient presented to the hcp to discuss depression and medications. Each medication was discussed in turn. The patient denied suicidal, homicidal, ideation, denied chest pain, shortness of breath or palpitations. The patient did admit to chronic fatigue which was noted to be most likely secondary to medication. The patient¿s vital signs appeared within normal limits when taken during the visit. Per the hcp¿s assessment and plan, it was noted the patient had anxiety, fibromyalgia, and depression and planned to continue with their present plan with no adjustments or suggestions made. Office visit notes from the patient¿s managing health care provider (hcp) were provided and on (B)(6) 2012, the patient presented with low back pain that was greater than their legs. The left leg was greater than the right and the patient¿s feet were also noted. The patient also had neck pain as well as their shoulder. The lower back and leg pain was noted to be a 3 out of 10 intensity wise, it was worse while sitting and standing. Boluses and lying down made the pain better. In terms of the neck and shoulder pain, the intensity was a 4 out of 10 and it was worse with sitting or driving. A tens and ¿ptx¿ made the neck/shoulder pain better. The plan for the patient included ¿ptx cspine¿ and it was noted the patient had a tens at home, ot (occupational therapy) for three months and there was no change in the pump per the managing hcp. An additional note was provided from (B)(6) 2012. No complications were noted. The patient presented for analysis, reprogramming and refill of their pump. The eri (elective replacement indicator) at the time of the visit was noted to be at 6 months. It was also noted the patient had presented on (B)(6) 2012 for a 5 percent increase. At the time the patient had been reporting that his lower back pain had increased. He had denied any injury. The patient had also complained of thoracic-cervical spasm type pain. The hcp at that time had started him on ¿therapy¿ which was helping. The increased dose that occurred on (B)(6) 2012 was noted to have decreased the chronic low back pain as of (B)(6) 2012. The patient on the (B)(6) 2012 noted his pain was a 1 to 2 out of 10. The patient¿s personal therapy manager (ptm) boluses were reportedly lasting longer, up to 3 hours. The patient was to return on (B)(6) 2012 for a visit and refill. The device system was used to deliver bupivacaine and hydromorphone. Per a note from (B)(6) 2012, the patient presented to the managing hcp¿s office. No complications were noted. The pump was interrogated and reportedly updated. The patient¿s refill date of (B)(6) 2012 remained the same. It was noted the patient had a MRI that day ordered by a different hcp because of pain in his shoulder. The pump was checked after the MRI and the hcp updated the pump due to daylight savings time because of the boluses. The patient at that time reported overall his low back pain is under good control with the pump medication. The patient¿s back pain was on average 2 to 3 over a 10 with the bolus. A note was then provided from (B)(6) 2012, the patient presented that day for analysis and reprogramming of the pump as well as a refill. Overall, the patient noted at the visit he had good low back pain coverage with the pump and boluses. The pain after bolus was rated as 3 out of 10. The bolus continued to last 3 hours. It was noted the patient had fibromyalgia and did a lot of sleeping. He slept for 10 hours a day. The patient used a CPAP at night it was noted as well. The refill procedure was tolerated well and the patient was to return for another refill on (B)(6) 2013. It was reported on (B)(6) 2013 the patient had a refill and a dosage increase of 5%. The reservoir volume was 7.5ml and 10ml of clear solution was actually withdrawn. At the time of refill the patient complained of increased pain with his usual chronic low back pain. The pain would go up to 6 or 7 out of 10. It was noted this limits his sleeping and the ability to increase his activity. As a result his dosage was increased by 5% as it had been almost a year since his last dose increase. The patient was using his boluses and this also helped for about two hours. The patient¿s next refill and visit was scheduled for (B)(6) 2013. The patient then presented to the health care provider (hcp) on (B)(6) 2013 and over the past three days had experienced neck pain, a mild headache and lower back pain. It was noted the patient was ¿already on a morphine pump.¿ the patient had also been sleeping ¿quite a bit recently.¿ complaints of malaise and fatigue were also reported and the hcp noted ¿we¿ve had this discussion in the past and it always concerns side effects of his medication.¿ the physical exam during the visit was unremarkable and nothing abnormal was noted. The assessment and plan was that the hcp would give the patient a depo-medrol injection, check the patient¿s testosterone level and it was noted the patient¿s areas of tenderness were most likely secondary to a viral syndrome. It was further reported on (B)(6) 2013, the patient¿s elective replacement indicator (eri) was less than 1 month and the patient was scheduled for his pump revision on (B)(6) 2013; however, the patient was having some shortness of breath, tightness in the chest and he failed a stress test so the revision was cancelled. The hcp would attempt to get the revision rescheduled as soon as possible. On (B)(6) 2013, the patient¿s pump was refilled without incident; however, the reservoir volume showed 6 milliliters (ml) and 9ml of clear solution was actually withdrawn. No changes were made and the new alarm date was (B)(6) 2013 and the patient would return for a refill on (B)(6) 2013. The patient had his pump replaced on (B)(6) 2013.} was incorrectly reported in this event and is not applicable. The information pertains to a different event and will be captured within the different event. All further information received regarding this information will be accounted for in the separate event.

Event description:
The patient was seen at the health care provider (hcp) clinic on (B)(6) 2009 complaining of bilateral knee pain and right shoulder pain. The pain had increased dramatically over the past four days. The patient had been told in the past he had some sort of arthritis, but was not told what kind. Upon physical examination the right shoulder had crepitance on flexion, extension, and abduction. There was palpable tenderness on anterior and posterior head. Both knees have crepitance on flexion and extension. There was moderate swelling noted in the posterior aspect corresponding to the baker¿s cyst bilaterally and tenderness in the patella bilaterally. The patient¿s rheumatoid factor and c-reactive protein were tested and were within normal limits. The patient¿s sedimentation rate (esr) was high at 11mm/hr. The patient had a steroid injection and was seen again on (B)(6) 2009 and it was reported after the injection in his hip the patient went home and had an agonizing episode of overall body pain. It was further reported the patient¿s spinal cord and back burned like it was on fire and his legs ached horribly. The injection site however was non- painful. It was noted the patient had multiple tender spots on a chronic basis, chronic fatigue, and virtually unable to get out of bed in the morning. It was felt that his physicians had been involved in attempting to control his musculoskeletal pain and in this they had been successful; however it was felt the fibromyalgia component had been perhaps not overlooked, but had certainly been a confounding feature to his pain. It was further reported the patient experienced severe nausea two days ago and required an emergency room (ER) visit on (B)(6) 2009. It was also reported the problem occurred constantly and had been gradually worsening. The pain was located in the generalized abdominal area and the quality of the pain was aching and cramping. The pain was a severity of 3/10 and associated symptoms included anorexia, belching, diarrhea, vomiting, and myalgias. It was noted nothing worsened the symptoms and nothing relieved the symptoms. The patient also experienced chills, dizziness, weakness, blurred vision, fatigue, weight loss, and diaphoresis. The patient confessed to intolerance to lyrica, which was recently prescribed; however he only took three doses more than 72 hours ago. It was noted prior to his current condition he was lifting and may have dislodged his dilaudid pump. The patient was seen at the clinic on (B)(6) 2009 to discuss his recent gastric upset and diarrhea. He had recently been to the pain clinic who thought that he may be going through withdrawal based on his symptoms. They gave him several days of oxycontin 30mg tablets, which seemed to be of no help in a eliminating his symptoms. They would be able to interrogate his pain pump on (B)(6) 2009 to determine if it really was working. Assessment during the clinic visit on (B)(6) 2009 determined a viral syndrome, diarrhea, and his fingers were somewhat numb and was feeling a bit sedated and stoned. It was obvious that the oxycontin was now working and he was above and beyond his present pain pump dose. The patient would like to get off the pain medicines because ¿he had nothing but problems with the side effects¿ and he believed that his pain was probably better anyway and the pain medicine was not helping. The patient was given lomotil for diarrhea and the healthcare provider (hcp) believed he was over the worst of this and he would return as needed. The patient was seen again on (B)(6) 2009 at the clinic and physical exam revealed tender spots on shoulders, back, neck, chest, hips, knees medial and lateral epicondyles manubrium scapula. He had a 3cm fluctuant mass at the base of the spinal cord primarily on the right. It was believed that this could be an infiltration of his dilaudid from a leaking catheter. He recently had that checked at the pain clinic and they stated that it would not cause any problem. The patient was asked to confirm that with them because he was getting quite a collection of the very concentrated narcotic in his subcutaneous space. On (B)(6) 2009, the patient presented with sores along the upper lid of his eye on the left side for one week as well as increasing left knee pain. He had a significant history of right knee pain and trauma with resultant surgeries. The patient had some discomfort in his left in the past his nose quite a bit of popping sensation to his left knee. The pain the last 24 hours had been unbearable and he was currently taking percocet for other pain. Patient did have some crepitance in the prepatellar region consistent with bursitis. Examination of the left upper eyelid demonstrates several ulcerative lesions measuring ¿approximately 0.25 cm was 5.25 cm's.¿ the globe itself was not involved. The eyelashes were not involved. The patient was seen again on (B)(6) 2009 complaining of marked increase in fatigue, overall body pain, myalgia, and knee pain bilaterally. The patient had been sleeping until 2 to 6 pm and continued to be exhausted. He was trying to use his CPAP system but admitted to throwing it off in the middle of the night. The patient used percocet three times a day and recent evaluation of his dilaudid pain pump revealed only a small leak of the catheter and no serious concentration of the medicine in the soft tissues. This was thought to not be critical. It was noted that it was going to be ¿replaced pretty soon anyway.¿ the patient still took a xanax at night and denied any fatigue with the lyrica. It was also reported the patient still had some diarrhea first thing in the morning ¿with his ibs.¿ appropriate labs were to be drawn. His recent labs revealed an elevated white count, elevated neutrophil count, decreased lymphocyte count, and some mild anemia. On (B)(6) 2009, the patient continued to complain of ¿horrible fatigue¿ and had increasing knee pain with the left greater than the right. There was some mild swelling in the left knee, but most of his pain was in the medial collateral aspect. He had full range of motion. The patient also mentioned that he was noticing bruising on his knuckles and knee. It was noted on the top of his knuckles, anterior knee, and elbows he noticed a distinct discoloration of darkish brown/green. The patient¿s knuckles were mildly painful, but the knees were markedly painful in the medial aspect. The elbows were not swollen, but mildly tender. The patient was currently taking levaquin because of this increase in joint discomfort thinking that it might be staphylococcal arthritis. It was noted the fort doctors drew some sort of staph test on him, perhaps looking for the same answer. The patient was to be referred to rheumatology. The patient continued to have left knee pain and mild edema from fibromyalgia. The patient was also experiencing insomnia; however, the patient was not using his CPAP machine and did not use supplementary oxygen even though both were available. It was further reported his narcotic pump was replaced and ¿it put out such a little amount he did not believe it had anything to do with his fatigue.¿ the patient was seen on (B)(6) 2009 to discuss his sleep apnea and insomnia and it was noted he did feel better when he woke up in the morning with his CPAP on his oxygen on at night, but still had extremely fitful sleep. The patient had quite a bit of pain in his shoulder and neck. Motrin was suggested, which should still work despite the fact that his narcotic painkillers are completely ineffective. The patient started taking valium and felt better than he had in a long time. The patient would be continued to be monitored and had a follow-up appointment on (B)(6) 2009. At this time the patient had difficulty falling asleep, but ¿sleeps ok¿ and had tremendous daytime drowsiness. The patient had been trying to use his CPAP machine, but had difficulty and his left knee was giving him more trouble. The left knee revealed crepitus and very loud popping with flexion and extension. The patient was to have his left knee replaced on (B)(6) 2010. On (B)(6) 2010, it was noted a recent sleep study showed the patient needed bipap as opposed to a CPAP and was still having trouble with his fibromyalgia, insomnia at night, and sleeps all day. On (B)(6) 2010, the patient presented with significant back pain and 10 weeks ago had undergone repair of a meniscus and debridement of arthritic changes to the underside of the patella. Since the surgery the patient had increasing knee pain as well as his knees have given out on him on occasion. The patient had obvious swelling as compared to the right knee and had significant pain on palpitation of the lateral knee joint. The patient was seen again on (B)(6) 2010 because the patient was retaining water in his hands and arms. When he got up they were stiff and sore. Upon assessment the hcp explained that the only problem with his left knee was that the surgery was done on someone that had been chronically addicted to opiates. It was explained the reduction in opiate receptors over time and the fact that he has no possibility of pain control as long as he stays on them. The hcp strongly recommended that he contact the pain center to get him off of narcotics permanently. On (B)(6) 2010, the patient¿s assessment showed chronic pain. The patient¿s narcotics were being tapered down with the help of pain management; the narcotic pump had been turned ¿way down¿ and the patient¿s pain was reportedly better. It was noted that they were ¿going to remove it¿. At that time, the patient was only taking two pills of percocet a day. The patient would continue to be tapered with his pain pump and return in two weeks. A review of the musculoskeletal system, on (B)(6) 2010, showed that the patient was positive for myalgias and back pain. It was indicated that, as of (B)(6) 2011, the morphine pump was continuing to be turned down and the patient¿s back pain was still under ¿pretty good control.¿ it was stated that the patient was taking minimal medications and the plan was to continue with the present medications for the chronic back pain. On (B)(6) 2011, the patient was complaining of pain upon flexion and extension of the lumbar spine. On (B)(6) 2011, the patient was complaining of a strain in the middle of his back and his upper back. He thought that he had pulled a muscle while moving furniture over the weekend. He had back pain in the left quadrant of the upper back and it hurt to breathe in deep. It was noted that his back was mildly tender to palpation in, approximately, the middle of the back. The muscles were slightly tight and tender. It was noted that the patient was on dilaudid via pain pump. On (B)(6) 2011, the patient complained of sleeping 18 or more hours a day. The patient looked sedated and had mildly slurred speech, fatigue, and back pain. The physician admitted to the medicine being the most likely cause; however, no change in his pain medicine had been contemplated by the pain clinic. A comprehensive metabolic panel was performed along with a complete blood count (cbc) and differential. It was seen that all reported values fell within the given reference ranges. Per a health care provider (hcp) progress note from (B)(6) 2012 the patient presented to the hcp to discuss depression and medications. Each medication was discussed in turn. The patient denied suicidal, homicidal, ideation, denied chest pain, shortness of breath or palpitations. The patient did admit to chronic fatigue which was noted to be most likely secondary to medication. The patient¿s vital signs appeared within normal limits when taken during the visit. Per the hcp¿s assessment and plan, it was noted the patient had anxiety, fibromyalgia, and depression and planned to continue with their present plan with no adjustments or suggestions made. Office visit notes from the patient¿s managing health care provider (hcp) were provided and on (B)(6) 2012, the patient presented wi th low back pain that was greater than their legs. The left leg was greater than the right and the patient¿s feet were also noted. The patient also had neck pain as well as their shoulder. The lower back and leg pain was noted to be a 3 out of 10 intensity wise, it was worse while sitting and standing. Boluses and lying down made the pain better. In terms of the neck and shoulder pain, the intensity was a 4 out of 10 and it was worse with sitting or driving. A tens and ¿ptx¿ made the neck/shoulder pain better. The plan for the patient included ¿ptx cspine¿ and it was noted the patient had a tens at home, ot (occupational therapy) for three months and there was no change in the pump per the managing hcp. An additional note was provided from (B)(6) 2012. No complications were noted. The patient presented for analysis, reprogramming and refill of their pump. The eri (elective replacement indicator) at the time of the visit was noted to be at 6 months. It was also noted the patient had presented on (B)(6) 2012 for a 5 percent increase. At the time the patient had been reporting that his lower back pain had increased. He had denied any injury. The patient had also complained of thoracic-cervical spasm type pain. The hcp at that time had started him on ¿therapy¿ which was helping. The increased dose that occurred on (B)(6) 2012 was noted to have decreased the chronic low back pain as of (B)(6) 2012. The patient on the (B)(6) 2012 noted his pain was a 1 to 2 out of 10. The patient¿s personal therapy manager (ptm) boluses were reportedly lasting longer, up to 3 hours. The patient was to return on (B)(6) 2012 for a visit and refill. The device system was used to deliver bupivacaine and hydromorphone. Per a note from (B)(6) 2012, the patient presented to the managing hcp¿s office. No complications were noted. The pump was interrogated and reportedly updated. The patient¿s refill date of (B)(6) 2012 remained the same. It was noted the patient had a MRI that day ordered by a different hcp because of pain in his shoulder. The pump was checked after the MRI and the hcp updated the pump due to daylight savings time because of the boluses. The patient at that time reported overall his low back pain is under good control with the pump medication. The patient¿s back pain was on average 2 to 3 over a 10 with the bolus. A note was then provided from (B)(6) 2012, the patient presented that day for analysis and reprogramming of the pump as well as a refill. Overall, the patient noted at the visit he had good low back pain coverage with the pump and boluses. The pain after bolus was rated as 3 out of 10. The bolus continued to last 3 hours. It was noted the patient had fibromyalgia and did a lot of sleeping. He slept for 10 hours a day. The patient used a CPAP at night it was noted as well. The refill procedure was tolerated well and the patient was to return for another refill on (B)(6) 2013. It was reported on (B)(6) 2013 the patient had a refill and a dosage increase of 5%. The reservoir volume was 7.5ml and 10ml of clear solution was actually withdrawn. At the time of refill the patient complained of increased pain with his usual chronic low back pain. The pain would go up to 6 or 7 out of 10. It was noted this limits his sleeping and the ability to increase his activity. As a result his dosage was increased by 5% as it had been almost a year since his last dose increase. The patient was using his boluses and this also helped for about two hours. The patient¿s next refill and visit was scheduled for (B)(6) 2013. The patient then presented to the health care provider (hcp) on (B)(6) 2013 and over the past three days had experienced neck pain, a mild headache and lower back pain. It was noted the patient was ¿already on a morphine pump.¿ the patient had also been sleeping ¿quite a bit recently.¿ complaints of malaise and fatigue were also reported and the hcp noted ¿we¿ve had this discussion in the past and it always concerns side effects of his medication.¿ the physical exam during the visit was unremarkable and nothing abnormal was noted. The assessment and plan was that the hcp would give the patient a depo-medrol injection, check the patient¿s testosterone level and it was noted the patient¿s areas of tenderness were most likely secondary to a viral syndrome. It was further reported on (B)(6) 2013 the patient¿s elective replacement indicator (eri) was less than 1 month and the patient was scheduled for his pump revision on (B)(6) 2013; however, the patient was having some shortness of breath, tightness in the chest and he failed a stress test so the revision was cancelled. The hcp would attempt to get the revision rescheduled as soon as possible. On (B)(6) 2013, the patient¿s pump was refilled without incident; however the reservoir volume showed 6 milliliters (ml) and 9ml of clear solution was actually withdrawn. No changes were made and the new alarm date was (B)(6) 2013 and the patient would return for a refill on (B)(6) 2013. The patient had his pump replaced on (B)(6) 2013. No further information was provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.